Event description:
It was reported that the right ventricular lead sustained a small amount of insulation damage during a device change-out procedure. The damage was minimal and electrical testing was stable with lead manipulation. The physician decided to do nothing and left the lead in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.